Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (italy) was not receiving effective stimulation therapy from the scs system. A system diagnostics revealed invalid lead impedances. X-ray showed a break/fracture of the lead close to the anchor. Surgical intervention was taken and the invalid impedances were confirmed intraoperative. The physician removed the patient's scs system.